Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-5400-01 vip¿ glenoid targeter, titanium shaft batch 022139 was received for evaluation. During the visual evaluation, it was noted that the instrument shows significant damage throughout, including nicks in the slots. Damage to the edges of the slot will prevent the device from working as intended. A functional test was not performed because the observed damage on the device could compromise the mating part. The most likely cause of the reported failure is wear and tear on the device due to repetitive use. Instrument manufacturing date 2021.

Event description:
On 10-dec-2025, it was reported by a sales representative via (B)(4) that when trying to assemble the vip glenoid targeter, slot b of the ar-5400-01 glenoid targeter shaft was dented, and the targeter leg could not be inserted onto the targeter shaft. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.